Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 30 mg/dl and the cause was not known. Juice was consumed to address the low bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.